Manufacturer narrative:
Reporting address line 1: (B)(6). Good faith efforts (gfes) confirmed the device did not have sound at the time of the event. A philips remote service engineer (rse) interviewed the customer who reported they observed the error message displayed on the monitor. The following functional tests were performed: a philips authorized service provider (asp) went onsite to evaluate the device in question and conducted a visual inspection. Loudspeaker performance testing confirmed the speaker was faulty. The asp replaced the speaker to resolve the issue and returned the device to working specification. Based on the information available and the testing conducted, the cause of the reported problem was confirmed. The reported problem was confirmed. After the speak assembly was replaced, the unit returned to specification. The investigation concludes that no further action is required at this time. No further investigation or action is warranted at this time.

Event description:
It was reported the device gave a speaker fault. No sound was confirmed to be present. The device was not in use on a patient at the time of event, there was no adverse event reported.